Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated repeat cardiac troponin I (ctni). Results while using the architect i1000sr analyzer. The following data was provided. Patient initial 15.3 pg/ml, repeat 55.2 pg/ml. Patient initial 2.2 pg/ml, repeat 20.0 pg/ml. Patient initial 0.06 pg/ml, repeat 18.4 pg/ml. No adverse impact to patient management were reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the analyzer trigger and pretrigger valves were leaking and the manifold needed to be cleaned. The cause of the leaking was found to be the two valves that were replaced [part 7-200607-01 valve, bypass, 2 way other systems and part 7-77612-03 valve, manifold kit]. The manifold was cleaned and the analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, an instrument service review, and labeling review. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.